Event description:
It was reported that the pressurewire x wireless (pwx) could not connect to the system. The pal lighting color pattern at the moment of the failure was blinking yellow and green. The procedure was successfully completed without use of another pwx. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis identified that the proximal tube (ptfe coating area) was separated but held together by the corewire 22 centimeters (cm) distal to the proximal end of the pressurewire. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional and electrical testing were performed on the returned device. The reported communication problem was confirmed. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation determined that the reported communication or transmission problem was due to circumstances of the procedure. It is likely that the severe kinks at the proximal tube which was returned separated caused damage to the micro cables resulting in the reported communication problem and noted open circuit. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.